Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has exhibited intermittent undersensing of single right ventricular (rv) beats as observed in two stored episodes. The rv lead is not a boston scientific product. Boston scientific technical services (ts) walked the healthcare provider (hcp) through measuring the undersensed beat amplitudes using a programmer. Ts also noted that this rv lead has chronically had low amplitude r-waves in the trending data and provided the amplitude measurements to the hcp. Ts discussed that the programming option would be to increase the rv sensitivity to lower than the current setting. The hcp indicated they discussed this with the attending physician, and the physician decided to program the rv sensitivity per recommendations and planned to perform associated defibrillation threshold (dft) testing. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has exhibited intermittent undersensing of single right ventricular (rv) beats as observed in two stored episodes. The rv lead is not a boston scientific product. Boston scientific technical services (ts) walked the healthcare provider (hcp) through measuring the undersensed beat amplitudes using a programmer. Ts also noted that this rv lead has chronically had low amplitude r-waves in the trending data and provided the amplitude measurements to the hcp. Ts discussed that the programming option would be to increase the rv sensitivity to lower than the current setting. The hcp indicated they discussed this with the attending physician, and the physician decided to program the rv sensitivity per recommendations and planned to perform associated defibrillation threshold (dft) testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that confirms dft testing was performed and was successful at 21 joules. The products remain in-service. No additional adverse patient effects were reported.